Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-ipg-r, upn: m365sc11320, model: sc-1132, serial: (B)(6), batch: 16493190; product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 16275275/2000006820; product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 16321683.

Event description:
It was reported that the patients cervical leads had migrated, and the leads had high impedances. It was also noted that the implantable pulse generator (ipg) took longer to charge. The patient underwent a lead replacement and ipg replacement procedure. The patient was doing well postoperatively. The explanted device was discarded by the facility.